Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with arm movements. The patient's condition was good. A follow-up was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.